Manufacturer narrative:
The device was not returned for evaluation as it was implanted in the patient. Manufacturing and inspection records were reviewed, and no anomalies were found. Manufacturing records confirm the expiration date of the product was 16 february 2023. Based on the information received, the facility implanted expired product in the patient.

Event description:
It was reported that during a procedure an expired, sterile screw was implanted in the patient. The screw had expired on 16 february 2023 and had been implanted in the patient during the procedure eleven (11) later. A sales representative was not present during the procedure. No adverse patient consequences have been reported.